Event description:
It was reported from clinic notes dated that the patient was referred for replacement. The notes state that the patient¿s seizures have increased over the past couple of months to at least 1-2 brief focal seizures per day. The father stated that the magnet did not change her right arm or leg (that would typically extend during the seizure) for several seconds then recovering. It was stated that the vns indicates elevated impedance. Notes indicated that her seizure frequency before vns and corpus callosotomy was 30-40 per week so the frequency is an improvement. It was stated that prior to the patient's surgery good diagnostics were received with the new generator therefore only the generator replacement was performed. Design history record review of the lead was performed. The lead passed all functional specifications prior to release into the field. No pre-op testing was performed. Pin re-insertion was not attempted. The explanted generator has not been received to date.

Manufacturer narrative:
Adverse event and outcome attributed to adverse event, corrected data, initial MDR inadvertently listed the event as adverse event when it should only be a malfunction evaluation code, method, initial MDR inadvertently omitted method code.

Event description:
The generator was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Further information was received from clinic notes that high lead impedance and low output current was detected on the patient's device during an office visit. Clinic notes from appointment state that she had a clinic visit in (B)(6) 2018 where her vns was checked and noted to be functioning after it was replaced this summer. The vns is noted to be well tolerated and the patient is referred for full revision. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
During the patient's replacement surgery, the patient's generator was first replaced to see if that resolved the high impedance. Once replaced the impedance showed >10,000 ohms. Therefore the surgeon proceeded with a lead revision. After lead revision the impedance was 1401 ohms. The new model 106 was secured higher in the chest pocket to prevent migration. Impedance was tested with the test resistor and old generator and was within normal limits. The generator and lead were received for analysis. Analysis is currently underway.

Event description:
Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. There were no performance or any other type of adverse conditions found with the pulse generator. Fluctuating impedance levels were seen in the data. No additional or relevant information has been received to date.

Event description:
Product analysis completed and approved generator. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch (spacer block) from the pulse generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters the battery, showed an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator. Product analysis for the lead was completed and approved. Abraded openings were noted on the outer silicone tubing. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. It was also noted that the lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.